Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Motor error alarmed during basic occlusion test and unable to prime during prime/delivery test due to faulty forced sensor resistor. Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Motor passed motor test. Insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. Blood glucose value was 16 mmol/l at the time of the incident. Troubleshooting was performed. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was able to rewind the device. The insulin pump was replaced and product will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.